Event description:
It was reported that the pt experienced a squeaking sound from her hip. She had no other issues with the original total hip replacement. She had a ceramic on ceramic acetabular construct. During the revision, the surgeon noticed black tissue around the ceramic on ceramic components, and asked if that has been seen with other ceramic on ceramic revisions. He wanted f/u on that issue. The surgeon removed the femoral head and took out the ceramic liner, and replaced the components with mdm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.